Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Foreign material in the channel could not be specified. There was no physical damage where the foreign material was found. And there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the channel could not be identified. The occurrence of the reported problem can be prevented, by adhering to the instructions for use (IFU) sections below: gif/cf/pcf-190 series, operation manual chapter 3: preparation and inspection. Gif/cf/pcf-190 series, reprocessing manual chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: distal end plastic cover had minor dents; bending section cover or distal sheath rubber had cracks; insertion tube is discolored and had scratches; light guide tube, insertion tube is clogged; and light guide tube is discolored and it had buckles and scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope, the image is foggy, it will not spray water out of the auxilliary port. The event occurred during the preparation for use. The procedure was therapeutic. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the foreign material was in the auxiliary port. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.